Event description:
Bayer case number: (B)(4). Haemorrhagic periods immediately after insertion of the essures [heavy menstrual bleeding]. Bloated abdomen [abdominal bloating]. Tiredness [tiredness]. Lumbalgia requiring 3 months of sick leave [lumbalgia]. Lumbalgia requiring 3 months of sick leave [sick leave]. Restless leg syndrome [restless leg syndrome]. Weight gain [weight gain]. A new episode of lumbalgia in september [lumbalgia]. Dead tooth for 1 week for no reason [tooth decay]. Sensitivity of teeth for 1 year nothing abnormal on the x-ray [sensitivity of teeth]. Tachycardia for a few weeks. [Tachycardia]. I can no longer carry loads, or my little girl [activities of daily living impaired]. Slight multilevel degenerative discopathy, non-conflictual, predominantly in l5-s1 [discopathy]. Case narrative: the below report was received by health authority ansm (reference number: r2604209) on 13-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods immediately after insertion of the essures") in a 52 year-old female patient who had essure inserted (lot no. C68792) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2015 she experienced heavy menstrual bleeding (seriousness criterion medically important). In 2018 she experienced a first episode of back pain ("lumbalgia requiring 3 months of sick leave") and sick leave ("lumbalgia requiring 3 months of sick leave"). On (B)(6) 2025 she experienced a second episode of back pain ("a new episode of lumbalgia in september"). On unknown date she experienced abdominal distension ("bloated abdomen"), fatigue ("tiredness"), restless legs syndrome ("restless leg syndrome"), dental caries ("dead tooth for 1 week for no reason"), hyperaesthesia teeth ("sensitivity of teeth for 1 year nothing abnormal on the x-ray"), tachycardia ("tachycardia for a few weeks."), loss of personal independence in daily activities ("I can no longer carry loads, or my little girl") and intervertebral disc disorder ("slight multilevel degenerative discopathy, non-conflictual, predominantly in l5-s1") and was found to have weight increased ("weight gain"). The patient was treated with physical therapy (orthotic insoles osteopathy, and a magnetic therapist.). At the time of the report, the latest episode of back pain had not resolved. The outcomes for heavy menstrual bleeding, abdominal distension, fatigue, sick leave, restless legs syndrome, weight increased, dental caries, hyperaesthesia teeth, tachycardia, loss of personal independence in daily activities and intervertebral disc disorder were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, fatigue, the first episode of back pain, restless legs syndrome, weight increased, dental caries, hyperaesthesia teeth, tachycardia, loss of personal independence in daily activities, abdominal distension, sick leave, the second episode of back pain or intervertebral disc disorder. The reporter commented: date of onset: on (B)(6) 2018. My lumbalgia prevents me from living normally; I (female) had to make an appointment with occupational health to get an electric desk so I can work standing up. I can no longer carry loads, or my little girl. My life as a woman has become very complicated in every way from on (B)(6) 2026: individual measures for adapting the workstation. Provide an electric desk for working in standing position with a control without having to bend down. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging spinal] on (B)(6) 2025: we find a slight multi-level degenerative discopathy predominantly in l5-s1, materialised by an attenuation of the physiological t2 high-intensity signal of the nucleus pulposus and a non-conflicting circumferential intervertebral disc prolapse. There is no clear disc herniation. This discopathy predominates in l5-s1 where there is a degenerative transformation of the adjacent vertebral plates of type ii according to the modic classification: t1 and t2 high-intensity signal. Integrity of the posterior articular masses. The spinal canal and intervertebral foramina are of normal diameter. Normal morphology of the conus medullaris whose lower end projects with respect to the middle third of l1. No suspicious or inflammatory signal abnormalities were found in any of the vertebral bodies. Conclusion: slight multilevel degenerative discopathy, non-conflictual, predominantly in l5-s1. Lumbar MRI was otherwise normal and without any suspicious features. [Spinal x-ray] on (B)(6) 2025: the pelvic tilt is measured at 8 mm. Respect for the coxo-femoral and sacro-iliac joint spaces. Minor osteoarthritis of the pubic symphysis. In the lumbar spine, the different vertebrae are homogeneous. Degenerative discopathy l5-s1. The other levels are respected [x-ray] (date unknown): nothing abnormal. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) haemorrhagic periods immediately after insertion of the essures [heavy menstrual bleeding], bloated abdomen [abdominal bloating] , tiredness [tiredness] , lumbalgia requiring 3 months of sick leave [lumbalgia] , lumbalgia requiring 3 months of sick leave [sick leave] , restless leg syndrome [restless leg syndrome] , weight gain [weight gain] , a new episode of lumbalgia in september [lumbalgia] , dead tooth for 1 week for no reason [dead tooth] , sensitivity of teeth for 1 year nothing abnormal on the x-ray [sensitivity of teeth] , tachycardia for a few weeks. [Tachycardia] , I can no longer carry loads, or my little girl [activities of daily living impaired] , slight multilevel degenerative discopathy, non-conflictual, predominantly in l5-s1 [discopathy] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 13-feb-2026. The most recent information was received on 23-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods immediately after insertion of the essures") in a 52 year-old female patient who had essure inserted (lot no. C68792) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2015 she experienced heavy menstrual bleeding (seriousness criterion medically important). In 2018 she experienced a first episode of back pain ("lumbalgia requiring 3 months of sick leave") and sick leave ("lumbalgia requiring 3 months of sick leave"). In (B)(6) 2025 she experienced a second episode of back pain ("a new episode of lumbalgia in (B)(6)". On unknown date she experienced abdominal distension ("bloated abdomen"), fatigue ("tiredness"), restless legs syndrome ("restless leg syndrome"), pulpless tooth ("dead tooth for 1 week for no reason"), hyperaesthesia teeth ("sensitivity of teeth for 1 year nothing abnormal on the x-ray"), tachycardia ("tachycardia for a few weeks."), loss of personal independence in daily activities ("I can no longer carry loads, or my little girl") and intervertebral disc disorder ("slight multilevel degenerative discopathy, non-conflictual, predominantly in l5-s1") and was found to have weight increased ("weight gain"). The patient was treated with physical therapy (orthotic insoles osteopathy, and a magnetic therapist.). At the time of the report, the latest episode of back pain had not resolved. The outcomes for heavy menstrual bleeding, abdominal distension, fatigue, sick leave, restless legs syndrome, weight increased, pulpless tooth, hyperaesthesia teeth, tachycardia, loss of personal independence in daily activities and intervertebral disc disorder were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, fatigue, the first episode of back pain, restless legs syndrome, weight increased, pulpless tooth, hyperaesthesia teeth, tachycardia, loss of personal independence in daily activities, abdominal distension, sick leave, the second episode of back pain or intervertebral disc disorder. The reporter commented: date of onset: 30-aug-2018. My lumbalgia prevents me from living normally; I (female) had to make an appointment with occupational health to get an electric desk so I can work standing up. I can no longer carry loads, or my little girl. My life as a woman has become very complicated in every way from (B)(6) 2026: individual measures for adapting the workstation. Provide an electric desk for working in standing position with a control without having to bend down. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging spinal] on (B)(6) 2025: we find a slight multi-level degenerative discopathy predominantly in l5-s1, materialised by an attenuation of the physiological t2 high-intensity signal of the nucleus pulposus and a non-conflicting circumferential intervertebral disc prolapse. There is no clear disc herniation. This discopathy predominates in l5-s1 where there is a degenerative transformation of the adjacent vertebral plates of type ii according to the modic classification: t1 and t2 high-intensity signal. Integrity of the posterior articular masses. The spinal canal and intervertebral foramina are of normal diameter. Normal morphology of the conus medullaris whose lower end projects with respect to the middle third of l1. No suspicious or inflammatory signal abnormalities were found in any of the vertebral bodies. Conclusion slight multilevel degenerative discopathy, non-conflictual, predominantly in l5-s1. Lumbar MRI was otherwise normal and without any suspicious features. [Spinal x-ray] on (B)(6) 2025: the pelvic tilt is measured at 8 mm. Respect for the coxo-femoral and sacro-iliac joint spaces. Minor osteoarthritis of the pubic symphysis. In the lumbar spine, the different vertebrae are homogeneous. Degenerative discopathy l5-s1. The other levels are respected [x-ray] (date unknown): nothing abnormal. Batch number- c68792; expiration date- 2017-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-feb-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.